Event description:
It was reported that sensing noise was observed on lead. Yet, no noise was sensed when the lead was connected to a new device. The device was explanted and the lead remains implanted.

Manufacturer narrative:
Na